Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13f20034 was performed with no issues noted during the manufacturing process. An exception was noted for the batch but does not indicate any issues related to the complaint. If additional relevant information is received, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis manifested as abdominal pain, nausea and vomiting coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day. Treatment was not reported. The patient recovered and was discharged eleven days later. No additional information is available. This is report 1 of 5 involved in this peritonitis event.